Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 32 mg/dl at the time of the incident and was treated with carbohydrates. The customer¿s other blood glucose were 44 mg/dl and 60 mg/dl. The customer stated that they went into hypoglycemic seizure as a result of not having the transmitter to monitor the glucose. The customer stated that the low were due to not eating on schedule. The insulin pump will not be returned for analysis.